Manufacturer narrative:
Patient weight: unknown, information not provided. Ethnicity/race: unknown, information not provided. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. The intraocular lens (iol) is not returning for evaluation as it is discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the cartridge was broken/cracked and that the lens was scratched which occurred while inserting the lens into the left eye of the patient. The lens was inserted and removed during the same procedure. There was no incision enlargement required. Reportedly the patient recovered. It was noted that the lens was discarded. No further information was provided.